Event description:
The lay user/patient contacted lifescan(lfs)alleging the one touch basic meter was giving an unk error message. The patient obtained an unspecified error message on the reported meter.at that time,the patient was experiencing symptoms of not feeling well,sweating and being tired.the patient attempted to test her blood glucose level again,but got the error message.the patient was taken to the hospital,where her blood glucose level was tested and reported to be low 'low', specific result not provided.the patient was treated with juice and glucose.it would have been helpful to determine what meals or medications had been taken prior to the hypoglycemic event,if emergency services were called,what the patient's blood glucose level was as tested by the paramedics or the emergency room physician,if she was hospitalized,her medication regimen, and her previous results.the meter was replaced. The patient became hypoglycemic,was unable to test her blood glucose level due to the recurring error message on the reported meter,and received emergency,medical attention. Therefore,this complaint is being reported as an adverse event.